Manufacturer narrative:
D2a - additional common device name: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - additional product code: gbo, lje. E1 - customer (person): mobile: (B)(6). G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the stiffening cannula of an ultrathane mac-loc locking loop biliary drainage catheter was difficult to remove during a percutaneous transhepatic biliary drainage (ptbd) procedure in a patient of unknown age and gender. As per the physician, catheter was successfully placed in the duodenum. However, while removing the stiffening cannula, it became stuck to the catheter and could not be removed. As a result, the catheter was removed and a new catheter was placed to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the stiffening cannula of an ultrathane mac-loc locking loop biliary drainage catheter was difficult to remove during a percutaneous transhepatic biliary drainage (ptbd) procedure in a patient of unknown age and gender. As per the physician, the catheter was successfully placed in the duodenum. However, while removing the stiffening cannula, it became stuck to the catheter and could not be removed. As a result, the catheter was removed, and a new catheter was placed to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, manufacturing instructions, quality control procedures and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. An ultrathane mac-loc locking loop biliary drainage catheter was returned in an opened, used and damaged condition. The catheter was returned with the supplied flexible already removed. During the initial investigation, the flexible stiffener was damaged, with multiple kinks, and compressed material running the full length of the stiffener. The stiffener's tip was split and frayed. Due to the returned condition of the flexible stiffener, the investigation was unable to reinsert into the catheter, therefore, unable to recreate the reported failure. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the reported complaint device lot and the related subassembly lots revealed no related nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ states: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of the dmr, DHR, and IFU and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.